Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. During the visual inspection multiple signs of wear along the lead body were noted. In particular 41 cm proximal to the lead tip the insulation was found rubbed through which most likely resulted from interaction with the generator housing. Furthermore insulation damages were found 9.5 cm and 8 cm proximal to the lead tip indicating severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. These findings can be considered to be the root cause for the reported oversensing. Further analysis of the lead fragment showed a deformed shock coil which presumably occurred during the extraction of the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 44 months, oversensing on the ventricular channel was reported during a routine in-clinic follow-up. Furthermore 26 episodes of unsustained vf were observed since (B)(6) 2018. The physician decided to extract and replace the lead. No adverse patient side effects have been reported.